Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to restart the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down while trying to save images. The issue was not reproduced after rebooting the system. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.